Event description:
The facility's lawyer reported an overinfusion of an unk drug to a pediatric cardiac pt who expired. Autopsy of the pt determined an increase level of potassium. No add'l info at this time. There are no details available regarding the type of device, other than that it is believed to be a flo-gard volumetric infusion pump. The product code and serial number are both unk at this time.

Manufacturer narrative:
Add'l info has been requested but has not yet been received. Should add'l info become available, a follow-up report will be submitted.